Manufacturer narrative:
Investigation: multiple photos and two unused protector samples were provided to our quality team for investigation. Upon visually inspecting the photos, a grey particle which appears to be part of the rubber stopper is observed inside the vial. Without the actual sample to evaluate, we cannot verify the origin of the particle. The unused samples were evaluated, no issues were identified during the visual inspection. A device history review was performed for lot 1909138, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Two additional retained samples along with the two unused protectors returned of lot 1909138 were used for additional evaluation. Functional testing was performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the quality team's investigation, we are not able to identify a definitive root cause related to our manufacturing process at this time.

Event description:
It was reported it was reported bd phaseal protector p50 stopper detached during use. The following information was provided by the initial reporter, translated from turkish to english: verbatim: ¿rubber has fallen during the attachment of an undiluted kyprolis drug. The dilution and preparation of the drug was compulsory kyprolis 60mg / amgen / lot: 1104951¿.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported it was reported bd phaseal protector p50 stopper detached during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿rubber has fallen during the attachment of an undiluted kyprolis drug. The dilution and preparation of the drug was compulsory. Kyprolis 60 mg / amgen / lot: 1104951¿.